Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a crooked sample probe. The fse replaced the sample probe which resolved the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4)..

Event description:
The customer reported the generation of low creatinine patient results on the au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. Quality control and calibration results were acceptable prior to the event. The customer stated the patient samples showed a difference of 20-30%. The samples were repeated on another device, and the bias was confirmed. The customer did not provide patient data or demographics.